Event description:
Spontaneous call from patient's wife. IV access was changed about 3 weeks ago for a high pressure/dogged line. Patient rates their health status as worse since starting pah therapy. Patient reports that they have not been able to meet their treatment goals since starting veletri/epoprostenol. Patient was hospitalized from (B)(6) 2023 to (B)(6) 2023 for fluid retention. Pt came home on palliative services and met with hospice. No further information available. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by pt/caregiver.